Event description:
Customer's wife reports back to back testing on the same meter while using the compact plus system with results of 581mg/dl and 124mg/dl. No quality controls were run. No adverse event reported. Suspect prod is currently expired; was not expired at the time of the event. A request was made for return of the suspect prod and replacement was sent.